Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that three reservoirs would not allow insulin flow. The customer had to change the reservoir and it would work. Customer's blood glucose level was not reported. The device was not returned.